Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) recommended performing an x ray to confirm system location and integrity. Additionally, ts recommended reprogramming options. This sicd remains in service. No additional adverse patient effects were reported.